Event description:
It was reported the sphincterotome had cutting wire breakage. The issue occurred during a therapeutic procedure (endoscopic retrograde cholangiopancreatography), which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely an excessive heating problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.